Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent/delayed responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Observed damage to the keypad . Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. A damaged keypad will permit contamination to permeate the buttons with a negative impact on button function.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok button was intermittently sticking. The reporter denied damage to the keypad or that the pump was exposed to moisture. The patient reportedly wore the pump in a soft pouch or in a pump skin attached to an elastic belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.